Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a device data issue. Technical services (ts) was consulted, and it was found that this device had radio frequency (rf) telemetry disable due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.